Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that she could not get the battery cap off and the device alarmed failed battery test. Customer stated the battery cap was raised. The customer's blood glucose level was unknown. The customer could not remove the battery cap and could not complete troubleshooting due to not having the correct supplies. Nothing was replaced or returned for analysis.